Event description:
Information was received from a healthcare provider regarding a patient implanted for urinary dysfunction; bowel dysfunction; fecal incontinence; and gastrointestinal/pelvic floor. It was reported the implantable neurostimulator was removed because it "wasn't functioning.".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.